Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0kxcd serial# implanted: 2014(B)(6) explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported they were replacing a lead due to loss of efficacy. The patient had good results for 2 years and impedances were fine prior to the procedure. The battery was about 2 years old and showed longevity of 36-47 months. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.